Manufacturer narrative:
D8 and e2 entered in error. Corrections: a1, b1, b2, b5, b6, b7, d1, d2 (common device name), e1, e3, e4, g3, g5 (PMA/510k), h3, h6 (device code). Additional information: d4 (UDI number), h6 (results and conclusion codes). The implant was not returned for evaluation, and no images were provided, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
A patient reported that pain has returned after a mobi-c was implanted at the c5-c6 level in april 2017. No additional information was provided.

Event description:
Mobi-c p&f us : pain has returned. Patient reports that pain has returned and he believes he needs another surgery. He had a c5c6 surgery installed in (B)(6) 2017. Surgeon has been contacted. Waiting for his answers. Additional information were received on march 4th 2019 : the sales order has been provided. Item and lot number are now known. Investigation in progress.

Manufacturer narrative:
Additional information were received on march 4th 2019 : the sales order has been provided. Item and lot number are now known. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion not yet available.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records cannot be performed as no information has been provided yet about reference and lot number of the device. Additional information were requested. Investigation still in progress. Conclusion not yet available. Device still implanted.

Event description:
Mobi-c p&f us: pain has returned. Patient reports that pain has returned and he believes he needs another surgery. He had a c5c6 surgery installed by dr ryu in (B)(6) 2017. More information has been requested. Investigation in progress.